Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report: 3006705815-2020-30996, related manufacturer report: 3006705815-2020-30997. It was reported that patient experienced loss of effective therapy. The device system was explanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.